Event description:
Iol was observed to have an "internal crack". Device, implanted in the right eye in 2003, was diagnosed in 2004 as "round bubble/opacification in iol". Visual acuity reported as 20/40, od (retinometer va is 20/25) and that decrease in visual acuity due to iol. Prognosis stated as good to fair.